Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. It is alleged that the patient suffered from multiple issues including infection and adhesions both of which are known possible adverse reaction listed in the IFU; however, there is no information provided to support the claims of adhesions and infection. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 the patient underwent a hernia repair surgical procedure with implantation of a composix kugel mesh patch. The attorney's report alleges permanent injury, pain, additional surgery, infection, defective mesh, and explant.